Event description:
Approximately 23 months after stent placement, the patient developed an aneurysm in the previously treated lesion. This patient presented to cath in 2003. Pci was performed in a 90% de novo lesion in the proximal and mid circumflex of unspecified length and diameter. The type b had no additional characteristics present. Intra-procedure medications included angiomax. The lesion was pre-dilated with a 2.5 x 9mm balloon at 8 atm before deploying two stents. The 2.5 x 23mm cypher stent was deployed at 16 atm. Acts measured 322. Residual diameter stenosis measured 0%. Timi flows were not recorded. Post-dilatation was not performed. Post-procedure medications are not available at this time. This product is not available for testing and evaluation.